Manufacturer narrative:
Correction: b5 additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler and found the heater tray damaged. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. The simulated treatment failed, an m30 alarm occurred during setup. Further investigation found clogs within the hp1 and hp2 filters. Replaced the hp1 and hp2 filters and continued testing. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. The cycler underwent and passed a system air leak test, valve actuation test, and patient sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The cycler tested positive for glucose. An internal visual inspection identified evidence of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a balloon valve leak, patient sensors too high, and air detected in cassette alarms during drain 0 of 4 of treatment. An increased intraperitoneal volume (iipv) event was discovered while reviewing the patient¿s treatment records. The patient discontinued treatment during drain 0 of 4 due to the large drain. A review of the patient¿s treatment records identified that the patient drained 6606 ml during drain 0 of the treatment. This drain volume is 330% the patient's prescribed fill volume of 2000 ml. When removing the cassette from the cycler, fluid leaked from inside the cassette door of the cycler. The patient could see drops coming from the left pump. Fluid was discovered in the pump module area but not on the external of the cassette. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. Upon follow up, the pdrn confirmed the reported alarms, overfill, and fluid leak events. The pdrn confirmed that the fluid leak was discovered inside the cassette door of the cycler after cancelling treatment and removing the cassette. The pdrn stated that the patient completed treatment using continuous ambulatory peritoneal dialysis (capd). The pdrn confirmed that the patient did not experience any symptoms, injury, adverse event, or require medical intervention as a result of the reported event. The pdrn stated that the patient has received their new cycler, which is working well, and is continuing with peritoneal dialysis therapy without issue and without reoccurrence of the reported event. The old cycler is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced patient sensors too high and air detected in cassette alarms during drain 0 of 4 of treatment. An increased intraperitoneal volume (iipv) event was discovered while reviewing the patient¿s treatment records. The patient discontinued treatment during drain 0 of 4 due to the large drain. A review of the patient¿s treatment records identified that the patient drained 6606 ml during drain 0 of the treatment. This drain volume is 330% the patient's prescribed fill volume of 2000 ml. When removing the cassette from the cycler, fluid leaked from inside the cassette door of the cycler. The patient could see drops coming from the left pump. Fluid was discovered in the pump module area but not on the external of the cassette. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. Upon follow up, the pdrn confirmed the reported alarms, overfill, and fluid leak events. The pdrn confirmed that the fluid leak was discovered inside the cassette door of the cycler after cancelling treatment and removing the cassette. The pdrn stated that the patient completed treatment using continuous ambulatory peritoneal dialysis (capd). The pdrn confirmed that the patient did not experience any symptoms, injury, adverse event, or require medical intervention as a result of the reported event. The pdrn stated that the patient has received their new cycler, which is working well, and is continuing with peritoneal dialysis therapy without issue and without reoccurrence of the reported event. The old cycler is available to be returned to the manufacturer for physical evaluation.